Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystotomy procedure. It was reported that the opened clips were falling down when the surgeon fired the ligaclip. When the device was fired, some of the clips left the ligaclip improperly, by the side of the ligaclip's jaw. The device is being sent for analysis. There was no adverse pt outcome.